Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the left ventricular (lv) lead exhibited an issue and patient experienced an abdominal spasm which opted to surgically removed and replaced the lead. Additional information received which indicated that due to the phrenic nerve stimulation which the patient caused to experience an abdominal spasm. The lead was requested to be turned off by the physician and made the programming changes. The problem was resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field f10 and h6 patient codes. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner outer insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that the left ventricular (lv) lead exhibited an issue and patient experienced an abdominal spasm which opted to surgically removed and replaced the lead. Additional information received which indicated that due to the phrenic nerve stimulation which the patient caused to experience an abdominal spasm. The lead was requested to be turned off by the physician and made the programming changes. The problem was resolved. No additional adverse patient effects were reported.